Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's screen had flashing and also getting button error alert. Customer stated none are responding. Advised customer to observe time clock for one minute to verify if time advances. As per the troubleshot the customer need to put in a new battery. The insulin pump will not be returned for analysis.